Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the rotational collar would not rotate. The reported failure was confirmed and the root cause has been associated with a component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include material degradation after repeated autoclave cycles. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the accessory, traction wont rotate; no case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.